Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and flow testing did not identify any abnormalities that could have contributed to the reported condition. No signs of flow problem were observed from the sample during the functional test. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow was observed with an sv 0.5 folfusor. This occurred after filling of the device with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.